Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7070579 / 7071375.

Event description:
It was reported that the patient was experiencing tightness and spasms in the neck and discomfort in the ipg site. It was also noted that the tightness and spasms in the neck was coming from the procedural recovery but it went away after about a week. The patient underwent an ipg explant procedure.

Manufacturer narrative:
(B)(4). Sn: (B)(6). The returned ipg was analyzed and the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient was experiencing tightness and spasms in the neck and discomfort in the ipg site. It was also noted that the tightness and spasms in the neck was coming from the procedural recovery but it went away after about a week. The patient underwent an ipg explant procedure.